Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had under delivery. The customer¿s blood glucose level was 342 mg/dl at the time of the incident and the current was over 400 mg/dl and the 270 mg/dl. The customer¿s other blood glucose level was 270 mg/dl. The customer had using the insulin pump system within 48 hours of the high blood glucose. The troubleshooting was performed for the high blood glucose under delivery. The customer was treated with the insulin pump and the manual injection. The insulin pump and the reservoir will be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to care link. No upload or download anomalies were noted. (B)(4).